Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to disconnect the tubing, tighten a connection, and perform a bolus delivery. The call was dropped while the customer was attempting to follow these instructions, and further follow-up was needed. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.